Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 12-year-old male child patient's infusion set's tubing was detached from the connector on (B)(6) 2022 and this issue occurred with three infusion sets. Therefore, the patient's blood glucose level at the time of event ranged between 140-230 mg/dl. Moreover, the infusion set was used for one day. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.